Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer¿s blood glucose level was high. Blood glucose level at the time of incidence was 439 mg/dl. Customer was treated high blood glucose with manual injections. Customer stated that insulin pump received no delivery alarms. Issue was resolved by complete set change. The insulin pump will not be returned for analysis.